Event description:
On (B)(6) 2011, the pt reported the menu, up, and down buttons of the infusion device are unresponsive. The buttons functioned at approx 5pm when she bolused for dinner but did not function a few hours later. Her blood glucose elevated to 347 mg/dl and she injected insulin to lower her blood glucose. Her normal blood glucose level is in the 170 mg/dl range. At the time of the report her blood glucose had decreased to 222 mg/dl. The key lock function is not on. The pt changed the battery but was unable to resolve the issue. The infusion device has not been dropped or exposed to water. The check button works. The pt switched to her backup infusion device. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.